Event description:
Pump declared an alarm during the load process, prompting investigation. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was unable to resume insulin therapy as cartridge alarm recurred, leading to the decision of replacing the pump. Customer will use multiple daily injections (mdi) as backup therapy.